Manufacturer narrative:
The metal shavings and leaking oil were not duplicated and there was no evidence of metal shavings or oil upon disassembly. However, the gears on the motor assembly were worn.

Event description:
It was reported that during a procedure, the remb universal driver leaked oil and metal shavings into the wound. The oil and metal shavings were removed from the wound. Back-up equipment was used to complete the procedure. No adverse consequences were reported.